Event description:
It was reported that x-ray shows the right atrial (ra) lead had dislodged postoperative and was in the right ventricle (rv). The lead had no capture in the atrium and safety pacing was observed. The lead was revised and re-implanted in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.